Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary:the condition of the pump head mechanism that under infused on channel a was confirmed during product evaluation. Inspection of the device found that the under infusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.

Event description:
During product evaluation, pump head mechanism channel a under infused. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.